Manufacturer narrative:
Device information has been updated. Mandatory section has been updated/corrected.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/ recertified dreamstation CPAP with an allegation of respiratory tract irritation, dizziness, headache, inflammatory response, kidney disease/toxicity and other. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired/ recertified dream station CPAP with an allegation of respiratory tract irritation, dizziness, headache, inflammatory response, kidney disease/toxicity and other. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.